Event description:
It was reported that cadd solis vip pump fails flow rate test, during testing. No further details provided.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6)-2022 via email and attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal. The event log history was reviewed and no evidence of the reported problem was found. Upon function testing the reported problem could not be duplicated. The root cause of the reported problem could not be determined as the device functioned properly. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4.